Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 594 mg/dl. The customer had been experiencing high blood glucose levels and no delivery alarms prior to the event. The customer had changed the infusion sets to solve the problem, but her blood glucose levels remained hight and she continued to get the no delivery alarms. The customer was advised to insert in different areas to avoid scar tissue. Nothing further was reported.